Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). Device evaluation: sample is not available as it was discarded, the complaint issue reported, product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one additional complaint folder for this production order number device advancement issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation there was observed a small kind of thread on top of the optic of the intraocular lens. The piece of thread looked a bit brassy, and it was removed from the eye successfully, and there was no patient injury. Everything was reported as discarded. No further information provided.